Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. At a follow-up visit, the patient with this lead and an implantable cardioverter defibrillator (ICD) system was experiencing pacing threshold measurements over 7.0, volts and the r-wave at 2.2. Because of the lead values the physician elected to perform an invasive procedure to revise the endotak lead. The lead was replaced with another company's lead.